Event description:
Additional information received reported that the intervention resolved the type ib endoleak and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that a distal type I endoleak was observed. There was no particular issues observed during the delivery of the stent grafts; both limbs were implanted in the common iliac arteries. On the discharged follow ups, a type ii endoleak from the internal iliac artery was discovered. The type ii endoleak was feeding the common iliac artery, and an aneurysm had developed in the common iliac artery, causing distal type I endoleak. The patient received treatment and a stent graft from another manufacturer was implanted. No additional clinical sequelae were reported and the patient is being monitored by their physician.